Event description:
It was reported that via a remote transmission, non-sustained ventricular oversensing episode was observed. Review of the emg showed possible myopotential oversensing. The patient was asymptomatic. Programming changes and further testing was recommended. No further information is available.